Event description:
Patient reported left side rupture and capsular contracture, baker grade unknown. The device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture, baker grade unknown

Manufacturer narrative:
Clarification to b5 and h6: capsular contracture baker grade unknown was reported in the initial medwatch. It has since been confirmed by the healthcare professional that it was baker grade I/ii, which is considered non-serious and is not reportable to the FDA. This event will be un-reported. Reason for reoperation: rupture.

Event description:
Patient reported left side "silicon leakage" and capsular contracture, baker grade unknown. Healthcare professional later reported left side capsular contracture baker grade I/ii. The device has been explanted and replaced with a non-allergan device.